Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was running slowly when tried to login or clicking any tabs, user tried reboot, but it does not improve station performance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were running slow. A technical support specialist dialed into six devices and reviewed the medstation application log login activity, confirmed that there were no login delays and that all logins completed within milliseconds, checked station performance and memory, which were within normal parameters, then accessed the network and sharing center, changed the network speed to 100 megabits per second (mbps) half duplex, applied the change, and rebooted each station through station configuration. Additionally, the tss dialed into the production enterprise server application server, restarted the bd maintenance services as well as the listener adapter services. The system functioned as intended after the technical support specialist troubleshot the device.